Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 61-year-old male patient presenting for cardiomyopathy. During the initiation of impella support, a delivery issue was documented involving an impella 5.5 pump. After the pump failed to advance across the anastomosis site, the decision was made to load an rp sheath over a .18 wire. The pump insertion was subsequently successful, however, the anastomosis graft site tore upon insertion. Blood products were provided and the anastomosis site was repaired. Following the repair, it was noted that the patient's left hand was cold with no pulse. To treat the resulting ischemia, a portion of the anastomosis graft was excised. It was further identified that the multiple insertion attempts had damaged the vessel attached to the graft. A patch was placed over the anastomosis site and a slit was created for the impella to sit in. The site was sutured and patient support continued.